Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer has been experiencing elevated blood glucose (bg) levels over the past week; level was unknown. Customer believes cause of elevated bg level is due to not getting insulin but mentioned the infusion site may have been wet. Additionally. It was reported that a cartridge alarm (alarm 25) occurred. Customer addressed bg level by administering a manual injection.